Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump. Customer's blood glucose was 355 mg/dl. Customer stated that the alarm occurred during basal. Customer does not use the sensor feature on the pump. Customer stated that they are unable to complete the rewind sequence. Customer mentioned that she woke up at 3:45 am and her blood glucose was 451 mg/dl. Customer had a headache and her blood glucose later rose to 529 mg/dl. Customer took shots to treat and declined troubleshooting. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and alarm confirmed in the history file. The motor was tested outside to the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.